Event description:
It was reported that a diagnostic anomaly was observed on the device. The patient was stable and will continue to be monitored. There were no adverse consequences.

Manufacturer narrative:
The reported event of decreased longevity was confirmed. Based on the information provided, it was determined that the frequent usage of telemetry led to a more conservative longevity calculation. Hence, the battery longevity was estimated to be closer to eri. The device was performing per design.